Event description:
It was reported that the patient's pacemaker exhibited a shortened estimate of battery longevity following an in-clinic interrogation. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading. The incorrect reading led to the inaccurate longevity estimate. No device issue was observed.

Event description:
Additional information received indicated that the pacemaker exhibited normal battery longevity estimates after being reinterrogated on a later date.